Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing. The device was recertified and returned to the customer. Review of the device activity logs determined that the cause of the customer's report was due to the use of a depleted battery. The log showed several "replace battery" messages, warning the user that the battery was critically low and the device will shut off within the next 20 seconds. However, the user continued to repower the device back on without replacing the battery. There were no critical errors found in the logs that would have prevented the device from performing therapy. The battery used was not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-03502 for a similar event reported from the same customer.